Event description:
The customer reported that the controller was not operating any motor functions. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The remote user interface and motor control unit printed circuit boards were replaced. The system was tested and found to be working as intended and put back into service.